Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented next day of procedure due to loss of sensing noted on right atrial (ra) lead. The chest x-ray confirmed dislodgement of the ra lead. The lead was repositioned on the following day. The patient was stable.